Event description:
Clinical study-it was reported that during a coronary drug eluting stenting treatment procedure, difficulties crossing the lesion were encountered. Upon removal of the device, stent strut damage was noticed. There were no pt complications.